Event description:
Pt had right total knee replacement on (B)(6) 2012. Pt returned to hospital on (B)(6) 2012 for dislocation of poly from medical compartment. Surgery performed on (B)(6) 2012 for poly exchange in right knee.